Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively. No device malfunction was suspected.